Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). (B)(4). Investigation summary: review of the device history record for (B)(4), lot number z000010035, identified no relevant deviations or anomalies. Product examination found that the nozzle of the fan spray tip had become detached. This complaint is confirmed. Reviewing the complaints for the lot number z000010035 shows 1 complaints for this part and lot number. The root cause of the reported event could not be specifically determined with the provided information. It cannot be determined how or when this issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during the surgery, the valve which set at the tip of fan spray tip came off during use. Fortunately, the surgeon noticed that during the surgery, and removed it. So, it didn't retain in the patient's body. No harm to the patient was reported. There was a delay of 0-15 minutes to removing the valve, and preparing for an alternative one. The doctor communicated that there is no additional information available.